Event description:
Invalid result (s). Customer's result didn't have clear lines. She had some pink blotches but nothing distinct. She confirmed she put the sample in the correct window and waited the 15 min. To read.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020115 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results of the retention met the qc criteria and the complaint issue was not found in the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation. Findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Customer's result didn't have clear lines. She had some pink blotches but nothing distinct. She confirmed she put the sample in the correct window and waited the 15 min. To read.